Event description:
The customer reported the subject device was not displaying an image. The reported issue occurred before an unspecified procedure. The intended procedure was completed using another device. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, the reported issue (no image) was confirmed and found to be caused due to contact failure of the video connector. In addition, service found there was a leakage around the cos ring due to a cracked body. The whole camera head had a yellowish tint. All markings were missing or not legible, and the focus ring was cracked and damaged. Based on the findings, service suspects that the customer is using some aggressive solution/heat to clean the camera head or they dropped it. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it¿s likely the loss of image was due to faulty charged coupled device caused by liquid invasion from the crack. The root cause of the event was unable to be identified. The event can be prevented by following the instructions for use which state: ¿do not hit or drop this product. The electric circuit inside the product may be destroyed by water leakage.¿ olympus will continue to monitor field performance for this device.